Event description:
Incident reported as: the clips would not close around vessels. No patient injury and/or intervention reported.

Manufacturer narrative:
Device sample requested, but not received. Investigation report not available at the time of this report.